Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon examination, it was noted that the patient was twiddling their pacemaker, which caused dislodgement of the right ventricle (rv) lead. This dislodgement was confirmed through x-ray and fluoroscopy. Additionally, the rv lead exhibited failure to capture. The physician decided to reposition the pacemaker and replace the rv lead. Upon opening the pocket, the physician observed that the atrial lead and the rv lead were stuck together. The rv lead was then explanted and replaced, and the device and ra lead was successfully repositioned. The patient was in stable condition.